Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17mar2020.

Event description:
It was reported that the unit would not start up. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
G4: 25mar2020. B4: 26mar2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power supply, filters and motor controller board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.